Event description:
It was reported that "the patient came back for a follow up and lateral x-rays show each patient has one laminar screw fully backed out of the plate/bone. "

Manufacturer narrative:
Devices remain implanted.

Event description:
It was reported that "the patient came back for a follow up and lateral x-rays show each patient has one laminar screw fully backed out of the plate/bone. "

Manufacturer narrative:
The device was not returned for inspection as it remains implanted. An investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Revision surgery has not been scheduled at this time. Further investigation cannot be performed. The device was not returned for inspection as it remains implanted.